Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device evaluation: device photograph(s) for the device related to the reported event of rupture reviewed on (B)(6) 2020. Visual analysis of the photographs identified two devices one seemed to be intact and the other seems to be broken however as it is inside a plastic bag it cannot be determined if it is complete or not. The batch number and side of each device are not confirmed. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode. Refer to ps-qp-onev-115717: covid-19 quality plan - complaint handling. No contact information was provided for the initial reporter, therefore additional event, product, and/or patient details are not attainable. Reason for reoperation: rupture.

Event description:
Patient reported right side, "rupture". Device has been explanted.